Event description:
A malfunction was reported, identified by a malfunction code and resettable fault ID. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.